Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown: one screw was left in the patient, while the other was removed. Unknown which screw remains in patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the while completing a surgery with an anterior lumbar interbody fusion (alif); the surgeon put the aiming device ninety degrees off the optimal position resulting in the screw trajectory being incorrect. The surgeon proceeded to put the screw in the pilot holes and then noticed the error. The surgeon only removed one and left one in as it was partially concealed by the plate of the synfix cage and could not be accessed. No impact to the patient. A surgical delay of thirty minutes was reported. Also there were no r x-rays available. This report is 1 of 4 for complaint (B)(4).